Manufacturer narrative:
The glidescope titanium lopro t3 blade was returned to verathon for evaluation. The technical service representative evaluated the returned blade where they were unable to duplicate the reported issue. The service representative simulated use by connecting the returned blade to a test monitor and cable. Even while the cable was manipulated, the image produced was stable and clear with good color rendition. Since the customer received a replacement and there are no repairs available for this device, the returned blade was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
It was reported by a distributor on behalf of the customer, that during a patient procedure, using a glidescope titanium t3, the image would disappear intermittently. No delay in the procedure, use of a back-up device or harm to the patient or user was reported.